Event description:
A customer reported a malfunction with their pump, identified by the code malf 12. The pump had experienced this malfunction several times, though it was not causing the customer's blood glucose level to exceed 500 mg/dl. The malfunction was noted as resettable, and tandem technical support arranged for the customer to receive a replacement pump. As the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump and agreed to send insurance card pictures. Technical support discussed the loaner pump agreement and verified the shipping address. The customer was advised on the necessary steps upon receiving the loaner pump and acknowledged understanding.